Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter perforation, detachment, and difficult to be removed, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter detached, perforated (grade 3 perforations x 1 right psoas; grade two perforations x 5, greater than 3 mm; grade 1 perforations (tenting) x 6) and difficult to remove. The device was removed percutaneously by complex procedure. The metallic filter fragment was retained in lung, post the complex removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter struts detached and perforated. The device was removed percutaneously after multiple unsuccessful attempts. It was further reported that during the complex removal procedure, the filter was allegedly broken and the metallic filter fragment was retained in lung, post complex removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and seven months of post deployment, a computed tomography of abdomen and pelvis was performed which showed that inferior vena cava filter was noted with the superior tip at 2-3 cm below the level of the renal veins. The caudal tips of the limbs of the filter appear to protrude beyond the margin of the cava. Around, three years later, an x-ray chest was performed for inferior vena cava filter position. The study showed that inferior vena cava filter was noted with the superior end projecting at the level of the right renal pelvis. A computed tomography of abdomen and pelvis was performed which showed that the superior tip of an inferior vena cava filter at 2-3 cm below the level of the renal veins. The caudal tips of the limbs of the filter appear to protrude beyond the margin of the cava. The left posterolateral grade 2-4.8 mm, right posterior grade iii at 5.5 mm, right posterolateral grade ii at 18.5 mm, left anterolateral grade ii at 5.6 mm, left anterolateral grade 2-6 mm and posterior grade 2-7.9 mm. No significant tilt was noted. After, eighteen days, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a wire was advanced into the inferior vena cava under the filter. An inferior vena cavogram was performed which showed that the remainder of the midline inferior vena cava filter with no evidence of filling defect to suggest thrombus. A snare device was advanced into the catheter and deployed over the hook of the filter. The filter was captured, and traction was employed to release the tines from the inferior vena cava. The focal from the retrievable filter broke. Decision was made to attempt to remove the retrievable device with the snare. Multiple attempts were unsuccessful, and the sheath was changed. Attempts to retrieve the filter were again unsuccessful utilizing different types of stairs. A reverse curve catheter was advanced through the filter. A snare was advanced to capture the glidewire. Both sides of the glidewire were used to apply traction to the filter. The sheath was pushed to cover the tines and the filter was retrieved. The filter was inspected, and all tines were present. The lower quadrant was inspected and identified as broken, and the tiny metallic fragment was identified on post films. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment, and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2013), g2, g3, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.